Event description:
Surgeon reported that patient showed recordings that were very atypical for gpi targeting as indicated on the mt platform built for the surgery. Patient did not undergo dbs implantation ,and surgery was aborted. Patient had no side-effects of the surgery other than those typical of the procedure.

Manufacturer narrative:
Initial stn-targeted platform built from surgeon planning files for patient for a surgery. Surgeon planned another, gpi-targeted surgery for the same patient on event day, and notified fhc of this plan. A manufacturing technician presumed the surgeon wanted a duplicate stn platform created. The second platform was produced with the same planning files, but information on the leg specifying the trajectory was changed from "stn" to "gpi". Surgeon used the gpi labeling platform, and based on the information printed on the platform leg presumed he was in the gpi location, when if fact it was the stn location. Investigation of the matter found that there were several factors involved. Primarily the manufacturing technician made an assumption on the build of the platform and didn't verify that information with qc or the surgeon, nor was the change discussed with a supervisor. Secondly, fhc did not receive planning files for the gpi target from the surgeon. Fhc has notified manufacturing technicians that any change to a platform after receipt of planning files from the surgeon requires notification and approval of the surgeon.